Manufacturer narrative:
An event of both the discs of the device would not lie flat was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 30mm amplatzer pfo occluder was selected for implant. During procedure, after deploying the device, it was observed on fluoroscopy that the left and right atrial discs would not lie flat on the septum. The occluder was fully recaptured and removed from the patient. The occluder was deployed on the prep-table and the deformation persisted. A new 25mm amplatzer pfo occluder was successfully implanted. The patient was hemodynamically stable throughout the procedure and no clinically significant delay was reported. The patient was reported to have been discharged home in stable condition.